Manufacturer narrative:
The investigation into the purge disc / flag issue has been completed. The automated impella controller (aic) was returned for investigation. Visual inspection of the purge assembly area confirmed a ripped/ missing blue retainer. The cause of the issue was broken/ missing purge disk retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. While on support, the device exhibited an air in line alarm and the purge cassette was leaking. Field service went onsite to flush/ change the purge cassette and the purge disk holder found to be broken off, the purge disk was punctured. The aic pump was replaced with no further reported issue. There was no report of patient harm or injury.